Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02414, 0001825034 - 2019 - 02416, 0001825034 - 2019 - 02417.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by x rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a comminuted periprosthetic fracture of the right proximal femur with significant fracture overriding and displacement. The osteopenia noted could certainly be a contributing factor to the periprosthetic fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.